Event description:
Post-operatively, pt developed cardiac arrest and was resuscitated. He was placed on nitroglycerine and neosynephrine drips via alaris pumps and transferred to the cardiac catheterization lab. As the team arrived in the cath lab with the pt, the pumps stopped working and flashed the message "communication error." The pt's blood pressure started to drop necessitating manual infusion of epinephrine by anesthesiologist to maintain blood pressure. The pumps were then turned off and reset without repetition of the error.